Event description:
A patient reported blood glucose results of "3.0 mmol/l, 7.0 mmol/l, and 5.8 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The check strip test passed.